Event description:
The customer alleged that the alarm sounded when the pt had become disconnected from the vent. The alarm only sounded for 5 seconds then turned off. There was a smell of burning rubber, the vent was removed causing no death or serious injury to the pt. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, and was unable to duplicate the condition. The unit passed extended self testing, performance verification testing, and 24 hr run-in-on a test lung. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.